Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that multiple episodes of non-sustained lead noise due to myopotential oversensing were observed. Programming changes were made and no further issues reported.